Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced leakage. The following information was provided by the initial reporter: spouse of consumer reported needle leaking at the injection, stated that there is medication at the end of the needle after injection.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced leakage. The following information was provided by the initial reporter: spouse of consumer reported needle leaking at the injection, stated that there is medication at the end of the needle after injection.